Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the exterior of the device revealed no anomalies. Interrogation confirmed the device battery status was at eol. An x-ray of the device revealed that the internal high voltage fuse was blown (i.e., no longer intact). Review of device memory indicated that the device delivered a 41 j shock on the date of death; during this shock, the device recorded a high voltage system fault code indicating that the device had delivered a shock into a shorted lead condition. This resulted in damage to the fuse, preventing any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the following high voltage charge attempt caused the device to declare end of life (eol) because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Upon removal of the device case, an internal visual inspection confirmed that the fuse was in an electrically open condition with sustained damages. Based on the reported clinical observations and our laboratory testing results, we conclude that the internal circuit damage and inability to deliver a full energy shock to the patient was caused by shocking into a shorted lead system.

Event description:
Boston scientific received information that the patient with this device was found dead in their home. The device had been recently implanted (1.5 weeks prior), with implant information confirming an uneventful procedure. It was reported that the previous device had been replaced due to a shorted lead alert; however, only the device was replaced, as the chronic right ventricular and right atrial lead values were observed within normal ranges during and post, implant testing. Post mortem interrogation displayed a battery status of end of life, reportedly due to high charge times. The device was explanted and returned for a post market evaluation.